Manufacturer narrative:
Testing and investigation procedures confirmed the reported overdelivery. The device's opto-couplers were out of alignment and the valve and piston motors were out of phase due to normal wear and tear. The opto-couplers were realigned and motors were phased per procedure # 541-06104-001-3.

Event description:
Overdelivery found during biomedical engineering preventative maintenance testing. When they tested using abbott performance verification testing procedures, the pump delivered 22ml with an expected delivery of 20ml. Device specification requires delivery to be +/-4%. There were no reports of any adverse pt events while the device was in clinical use.